Event description:
Medical assistant (ma) was giving patient injection. Ma was removing needle from patient and the needle stayed in the patient's arm. As needle was being pulled out, plastic separated from needle and ma had to manually take needle out of arm. The safety glide on needle was not able to be activated because it was separated from needle.